Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via telephone call that the blood glucose ran high, to 529 mg/dl. The customer was treated with the insulin pump and the caller declined troubleshooting as the customer had not been treating for lunches. The insulin pump was not replaced or returned.